Event description:
It was reported that during a procedure, a signal station was selected for use. During mapping, orion was blinking frequently. Connection box and cable were connected again, sis was rebooted, and considering external factors, bis and esophageal temperature monitor position were changed, and it was disconnected, and it improved temporarily, but the same symptoms occurred again. Procedure was cancelled/rescheduled due to this issue. Shipment for sis replacement was requested. Moreover, the physician pointed out that it could not be used unless equipment inspection and site investigation are completed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure, while mapping with an orion mapping catheter, the catheter was blinking frequently. The connection box and cable were connected again, the signal station was rebooted, and external factors were considered. The "bis" and esophageal temperature monitor positions were changed, and it was disconnected. The issue improved temporarily, but the same symptoms occurred again. As a result, the procedure was cancelled/rescheduled. A signal station replacement or in-house servicing was requested. The device remains in service and will not be returned.